Manufacturer narrative:
The patient was a 63 year-old female. The target lesion was the proximal left circumflex to the distal left circumflex. The lesion was de novo. The vessel was slightly calcified and not tortuous. There was 90% stenosis. There were 2 cypher stents (details unknown) implanted in the left anterior descending (lad) from a previous procedure (details unknown). A xb 3.5 brite tip was engaged to the target vessel and pre-dilation with a maverick 2.25 x 20mm balloon was conducted. A 2.5 x 23mm cypher stent was being delivered to the target lesion. Physician felt friction while advancing the cypher through the left main trunk. Therefore, when the cypher was pushed back and forth, the stent dislodged in the left main. Therefore, a maverick 1.5mm balloon was crossed through the dislodged stent, and the balloon was inflated a little while the physician tried to retrieve the dislodged stent into the guide catheter. When the proximal end of the dislodged stent was in the distal end of the guide catheter, the stent was retrieved to the femoral artery, but the stent strut became caught with the distal end of the sheath and the stent dislodged again at the tip of the sheath. The entire system was retrieved from the patient and the physician decided to leave the dislodged stent in the body because he felt there would not be negative effect to the patient's health. Sufficient blood flow was confirmed and the procedure was finished without implanting any other stents. Physician indicated that there was a possibility that the stent strut might have been caught with the previously implanted stent at the lad. This device is distributed outside the united states ; however it is similar to the united states produc. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During a coronary stenting procedure, the 2.5 x 23mm cypher stent dislodged.